Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary retention. The physician determined that the retention was associated with displacement of a cylinder from a recently implanted inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp cylinder was repositioned, and the aus cuff was replaced as a precaution. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary retention. The physician determined that the retention was associated with displacement of a cylinder from a recently implanted inflatable penile prosthesis (ipp). A surgical procedure was performed in which the ipp cylinder was repositioned, and the aus cuff was replaced as a precaution. Following repositioning of the cylinder, the patient was able to achieve partial voiding, and bladder drainage was subsequently performed via catheterization. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.